Manufacturer narrative:
The lot number for the device was provided therefore a lot history review was performed. The device was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the perforation issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown snf vena cava filter experienced perforation. The information was received from one source. This malfunction involved a patient with no reported patient injury. The (B)(6) year old male patient's weight was not provided.